Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and found that the therapy pcb lost usb communication, the reset line was stuck low on the u5 and u18 ic chips. Add'l testing was unable to determine further cause of the problem.

Event description:
Upon inspection of the device for unrelated failure, physio-control found that it had no software loaded on the therapy pcb and had logged event codes in the memory. Further investigation of the problem found that the device was unable to deliver defibrillation therapy with the issue. There was no pt use associated with the event.